Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the rewind process was not functioning properly. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that they had to stick finger in insulin pump for rewind to complete also batteries going very quickly they had to change it in every 2-3 days. The insulin pump will not be return for analysis.